Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed a message stating the device mode changed due to battery status. The device declare end-of-life (eol) approximately one month earlier. A fault code one was also displayed. It is suspected that tones were not present to alert field of battery status.